Event description:
Caller reported that the t:slim x2 pump battery would not charge. There was no adverse impact to the customer's blood glucose level. The caller attempted troubleshooting steps, including using a different charging cable, which resolved the issue. Tandem technical support advised against using non-tandem charging supplies and arranged for a replacement charging cable to be sent via two-day shipping.